Event description:
A fusion plate was implanted into this pt in 2008. In 2009, this pt was having pain in that foot, after stepping off an approximately 2 foot step landing on that foot. The same physician that had put the plate in 2008, saw a misalignment with the foot and felt the need to do surgery to find the misalignment. During the surgery, it was found that this plate had broken, causing the misalignment.